Event description:
Meter name: ot basic, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: unable to talk and non responsive. A pt reported they called 911 and the ambulance came for the pt on 2 separate occasions in 2001. Their meter was not turning on. The result on their meter was none. The result on the emt meter was 32mg/dl in 2001 and 39mg/dl one week later. The time difference between pt's meter and emt meter was none. Treatment was IV glucose in 2001 and one week later. No further info has been reported.